Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 7k78 for the complaint issue. However, architect total b-hcg lot# 92046ui00 identified an elevated complaint activity for this issue. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, accuracy of the architect total b-hcg assay has been evaluated with a retained in-house kit of the same lot# 92046ui00 and met all specifications, confirming that this lot is meeting the architect total b-hcg product requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg lot# 92046ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result on one patient. Results provided: sid (B)(6): on (B)(6) 2019 = 63.89miu/ml; on (B)(6) 2019 = <1.2 miu/ml. No impact to patient management was reported.